Event description:
The customer reported a loudspeaker failure. A speaker malfunction inop was displayed and no sound was coming from the device. No adverse event involving patient or user was reported.